Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was eroding through the patient's skin, causing a risk of infection. This patient has a very lean and athletic body type. There was no pus noted coming out of the pocket and the patient did not experience a fever. It was also noted that when the s-ICD was interrogated, it displayed a battery depletion (bd) alert. There were no episodes recorded and the battery status was at 96% remaining longevity. The patient also has not undergone any additional procedures. The system was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The seal plug was intact and the setscrew was operating normally. The device was able to be interrogated and a memory download was performed successfully. A review of the memory revealed that the bd alert was triggered after a very long telemetry session of 52.4 minutes. The telemetry session caused the battery voltage to temporarily decrease causing the unintended alert. It was confirmed that the battery voltage had recovered the next day and was operating normally. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis confirmed that the bd alert was unintended due to a long telemetry session; however, the battery recovered and was operating normally. The device met all specifications during testing.